Event description:
It was reported that the customer experienced high blood glucose of 500 mg/dl. It was stated that the customer received multiple no delivery alarms during bolus delivery. The alarm was resolved by changing the infusion set and reservoir. Customer's father stated that they could not clear the alarm for 2 hours and that's when the customer had high blood glucose; no symptoms experienced. Troubleshoot was declined. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.